Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4)

Event description:
The customer reported while using the avea ventilator, it delivers a different oxygen percentage then what is set. The customer stated the unit was on a patient and caused the patient to desaturate. The patient was placed on another ventilator and there was no further serious injury.

Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the gas delivery engine (gde) and was unable to duplicate the inaccurate fio2, no issues were found with the o2 blender assembly. This reported issue will be tracked and internally investigated.